Event description:
Same case as #6000089-2006-00639, 00640, 6000093-2006-00641, 00653 post a coronary drug eluting stenting treatment procedure, the patient died. After reading an article in the local newspaper, it was discovered by a boston scientific corporation employee, that a senior government official had died at home after receiving ptca treatment about two weeks prior. They were able to confirm the bsc products that were used from their daily reports received from the facility. The products used included a 3.0x8mm quantum maverick balloon, 3 maverick2 balloons, 2.0x15mm, 3.5x15mm, 2.5x15mm and a taxus liberte' 3.5x20mm drug eluting stent. The hospital will not provide any information because they say there is no evidence that this death is directly or indirectly related to the products.